Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp representative stated that there were no reports of pt injury or medical intervention.